Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.

Event description:
During surgery when the surgeon opened the package, the plastic packaging was broken. The sterility was not compromised. The surgeon used other product.